Manufacturer narrative:
No patient involvement. The fse determined that the system vacuum pump had failed and replaced this part. An evaluation of the replaced part by the complaint handling unit at (B)(4) confirmed a malfunctioning vacuum pump as determined by the fse. An electrical fault in the motor controller circuitry caused a component on the controller pcb (printed circuit board) to burn and generate the smell reported by the customer. In conclusion, the cause of this event was determined to be a hardware malfunction. (B)(46).

Event description:
On (B)(6) 2016, the customer reported that a burning smell had been detected coming from the customer's access2 immunoassay system (serial number (B)(4)). The customer indicated that no persons had been injured as a consequence of this event. A beckman coulter fse (field service engineer) was dispatched to evaluate the system.